Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during inspection cardiosave intra-aortic balloon pump (iabp) could not be started. After inspection, it was found that the problem was with the front panel. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6, h11. Corrected fields - d1(brand name), d4(version or model, catalog number, UDI).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, (investigation findings, component codes, investigation conclusions) d9. The fse replaced the front-end module (0670-00-0668) and the issue was resolved. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically. There was no patient involved. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 20 oct 2025. The failure analysis and testing dept. Received part number 0670-00-0668 pcb, front end module serial number (B)(6) with a reported unit failure of unable to power on. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the 0670-00-0668 pcb, front end module serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Could not replicate the complaint of the unit being unable to turn on. The cs300 turned on with no problem found. The board passed testing. Retaining the board in the fat dept. Per procedure number (B)(4) rev. Au.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial reporter name, phone number).

Manufacturer narrative:
Updated fields - b4, d10, g1, g3, g4(PMA/510k), g6, h2, h6 (type of investigation, investigation findings, health effect ¿ impact codes, component code, investigation conclusions), h11it was reported that during inspection performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) could not be started. After inspection, it was found that the problem was with the front panel. The fse replaced the front end module and the issue was resolved. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (event site address, city).

Event description:
N/a.